Manufacturer narrative:
The field service engineer checked the probe washing and liquid level detection; these were ok. The sipper probe aspiration and washing were checked; these were ok. The mixer was intact and washing was correct. The gripper was tested and performed ok. The mixer and gripper were adjusted. The tube clamps were intact. The photomultiplier tube adjustment was checked and results were within specification. Performance testing was satisfactory. Controls were acceptable.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys hcg test system ver. 3 on a cobas e 411 immunoassay analyzer. The initial values were reported outside of the laboratory to a physician. The first sample initially resulted in an hcg value of 61.69 miu/ml accompanied by a data flag. The sample was repeated, resulting in a value of 26389 miu/ml accompanied by a data flag. The sample was repeated at a second hospital on an unknown analyzer and resulted in a value of 26429 miu/ml which was believed to be correct. The second sample initially resulted in an hcg value of 82.37 miu/ml accompanied by a data flag. The sample was repeated, resulting in a value of 65491 miu/ml accompanied by a data flag. The sample was repeated at a second hospital on an unknown analyzer and resulted in a value of 76504 miu/ml which was believed to be correct. The hcg reagent lot number was 566671, with an expiration date of 31-jan-2023.

Manufacturer narrative:
There were no alarms on the last calibration performed on (B)(6) 2022. The field service engineer performed additional checks on the analyzer. No hardware problems were identified and the instrument was working within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.